Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply, and reseated circuit boards and connectors. The system operates as intended.

Event description:
The customer reported the system will not do cine runs, and that they must reboot the system to continue cases. No pt injury was reported.